Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient underwent ascending aortic replacement and coronary artery bypass grafting (CABG) for acute type a aortic dissection with left coronary artery malperfusion. Due to persistent catecholamine-dependent low left ventricular function postoperatively, the patient was referred to the hospital and underwent implantation of a heartmate 3 (hm3) lvad. Nineteen months later, they underwent emergency re-ascending aortic replacement due to central anastomotic disruption caused by driveline infection. During follow-up, a saccular protrusion and rapid enlargement (10 mm/year) of the false lumen in the descending aorta were observed, indicating the need for descending aortic replacement. The patient was placed in the right lateral decubitus position, and a left thoracotomy was performed through the fourth intercostal space. Cardiopulmonary bypass was established via the right femoral artery and vein. While maintaining hm3 support, the aortic arch and descending aorta were clamped, and an anastomosis was performed 2 cm distal to the left subclavian artery. However, uncontrollable bleeding occurred due to disruption at the clamping site. Under deep hypothermia, hm3 was temporarily stopped (25 minutes), re-anastomosis was performed, followed by graft replacement. The postoperative course was favorable, and the patient was awaiting heart transplantation at the time.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. It was communicated that the account cannot provide any further information regarding the reported event. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. A and the heartmate 3 lvas patient handbook, rev. C are currently available. The IFU lists potential adverse events, including infection (local, driveline, and pump pocket) and bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The IFU also provides the recommended anticoagulation regimen, including inr range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.